Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material was found under the adhesive on bending section cover (a-rubber) and clogged jet tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, the foreign material may have been an antifoaming agent; however, a root cause of why it remained in the device could not be determined. The event can be detected and prevented by handling device in accordance with the following instructions for use: instructions for use states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Instructions for use states the preventive measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.